Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. It was also reported that the customer tried to correct with boluses, but her glucose level continues climbing. No further information was provided.